Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose was 131 mg/dl. Customer stated she was going to deliver bolus and the numbers kept ramping up. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to light moisture damage on the keypad traces. The pump also had a cracked belt clip slot, and minor scratches on the lcd window.